Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, the homecare pt contacted the user facility and reported that the tubing was "coming apart where the filter is at" and an unspecified amount of the 5fu leaked. The spill was cleaned up according to the user facility's protocol. The delivery was stopped. The following morning at the physicians office, the solution container and the tubing set were replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
H10: due to hazardous contamination, the device will not be returned for investigation.